Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that over data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in (B)(6) 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to implant fracture: it was reported that a patient underwent revision (hip, right) due to implant fracture, 14 days after implantation. The stem and the head were removed.

Event description:
It has been reported that over data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to implant fracture: it was reported that a patient underwent revision (hip, right) due to implant fracture, 14 days after implantation. The stem and the head were removed.

Manufacturer narrative:
(B)(4). D11 - associated devices: hellip cup d28, reference (B)(4), batch 20939072. Stainless steel femoral head d28, reference p0201m28, batch 0000104277. This follow-up report is being filled to relay additional information. No x-ray provided, no surgical notes and product not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate could not be performed as the certificate was not available. 2 complaints (2 products), this one included, have been recorded on aura ii hip ha coated right size 7, reference p0126h07, batch 0000088889 regarding revision due to implant fracture. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.